Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) due to high thresholds. There was no evidence of oversensed noise. The outputs were increased and the pacing polarity was reprogrammed from bipolar to unipolar. The programming changes resolved the issue. No surgical intervention will be performed. No adverse patient effects were reported.